Event description:
The event occurred during inspection for use.

Manufacturer narrative:
The device history record was unable to be reviewed for this device since the delivery date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to a disconnection of the thermal fuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was reproduced. During the evaluation it was found that the light bulb does not light up even after replacing it, and the output connector (light guide connection part) is hard to connect due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the light does not turn on for the halogen light source. There were no reports of patient harm or impact associated with the reported event.